Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that her daughter used u by kotex sleek regular absorbency tampon and it fell apart. The daughter experienced stomach pains and diarrhea prior to seeing her doctor. Later the tampon came out. She stated her doctor found no additional pieces left behind and no bacteria growth from a pap smear.